Event description:
It was reported that the device failed the battery fallout alarm test. The alarm stopped at 1 minute and 45 seconds, not lasting the full two minutes. This alarm is of high priority and indicates that the pump has lost power and is not delivering medication. This event occurred during testing with no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was confirmed through the battery fall out test as the device did not alarm for 2 minutes. The root cause of the issue was a worn capacitor on the printed wiring assembly (pwa). The mainboard was replaced to solve the issue. Further investigation identified a separating downstream occlusion (dso) seal that needed replacement. A uso/dso sensor calibration plus performance verification tests (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.